Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report#: 3006705815-2018-01266, reference MFR. Report#: 3006705815-2018-01267, reference MFR. Report#: 1627487-2018-05253. It was reported the patient had an infection at the midline incision site and was admitted to the hospital. Cultures confirmed the issue. As such, the patient underwent surgical intervention wherein the scs system was removed. It was noted an abscess was cleaned out near the spine and tests are being taken. The infection will be treated prophylactically. The patient remains in the hospital at this time.

Event description:
Device 3 of 4 reference MFR. Report#: 3006705815-2018-01266 reference MFR. Report#: 3006705815-2018-01267 reference MFR. Report#: 1627487-2018-05253 follow-up information revealed the patient's infection has resolved.